Event description:
Same case as 2134265-2011-04533 and 2134265-2011-04539. It was reported that during a stenting treatment procedure stent migration occurred. The lesion being treated was located in the severely tortuous obtuse marginal. Using a non-bsc guide wire the physician advanced the 4.0x32mm ion stent delivery system (sds) through the saphenous vein graft to the target lesion. The 4.0x32mm ion sds was deployed however it migrated due to other sds attempts to cross. The physician advanced the 3.0x28mm ion sds to the target lesion however the sds was unable to cross the lesion. Upon removal of the 3.0x28mm sds, flared stent struts were noted. Then the physician advanced the 2.75x8mm ion sds to the target lesion, however the sds was also unable to cross the lesion. Upon removal of the 2.75x8mm ion sds, flared stent struts were also noted. The procedure was completed with placement of 2.5x16mm ion stent and a 2.5x8mm ion stent. The sds had difficulty crossing but were deployed in the target lesion. The patient did have a clot during procedure due to angiomax. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).